Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a critical pump error alarm. The customer's blood glucose was 33.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error alarm that was found in the formatted history file due to a software error. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to a critical pump error alarm. The device received with a scratched case, cracked select button keypad overlay, pillowing keypad overlay, and a minor scratched lcd window.